Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided by reporter. Unknown when foreign substance was introduced to the device . Additional product code: hwc. This report is for unknown locking screw/unknown lot number. Not explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. The 510k#: unknown. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that surgery for distal humerus fracture was conducted on (B)(6) 2016. During surgery, when the surgeon attempted to insert screws including the reported one, he found shavings-like substance on the shaft of the three locking screws out of seven. According to the operation team, the substance was discovered before the locking screws contacted to the locking thread of the plate. Unknown if the incident occurred during the manufacturing process. No surgical delay was reported. No adverse consequence was reported. This report is 2 of 2 for (B)(4).